Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has a magnet rate of 75 bpm. The caller was concerned that the device, which has been implanted almost ten years, could be at end of battery life (eol). The device is still in use. No patient complications have been reported as a result of this event.